Manufacturer narrative:
Correction: upon further review, the reported event was re-assessed and revised to indicate lens removal, as the lens was likely fully inserted into the patient's eye and removed during the same procedure, given that the lens was available for return. Consequently, the code in the initial MDR was changed from '2199 - no health consequences or impact' to '4627 - device explantation.' Section h6: health effect - impact code: 4627 - device explantation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown/ not provided. Section b3: date of event: unknown/ not provided. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was explanted section e1: reporter: middle name: unknown/ not provided section e1: reporter: address: address - line 2: unknown/ not provided section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that monofocal preloaded intraocular lens (iol) was not opening. No further information was provided.